Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 04/15/2010 and 04/16/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionaire. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. According to the surgeon, the patient had a history of diabetes without retinopathy and glaucoma (pre-existing). The surgeon was unwilling to complete the questionaire. There are thirty nine medical device reports associated with these events. This report is thirty seven of thirty nine.